Event description:
Procedure type: ventral hernia repair. According to the reporter: surgeon could not get the stapler to perform properly.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated february 8, 2010, therefore, this report requires a 5 day MDR based on this new info.